Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified but a different defect was identified. This pump is 8 years old and has possibly seen heavy use in the field. The following repair activities were conducted: mechanical upgrade performed defective material exchanged holder for compressed air reservoir irreparable: replaced pneumatic circuit checked accessories checked unit cleaned 8-hour endurance test carried out unit calibrated newly functional test performed functional test acc. To test procedure completed safety test checklist enclosed electrical safety test acc. To iec 60601-1. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the tubings/chamber filled up automatically and the pressure got very high during arthroscopic shoulder decompression. The surgeon changed to arthrex pumps and tubings. It was reported that the procedure was delayed more than 30 mins due to the failure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: the defect reported could not be verified but a different defect was identified. This pump is 8 years old and has possibly seen heavy use in the field. The following repair activities were conducted: mechanical upgrade performed, defective material exchanged, holder for compressed air reservoir irreparable: replaced, pneumatic circuit checked, accessories checked, unit cleaned, 8-hour endurance test carried out. Unit calibrated newly. Functional test performed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Electrical safety test acc. To iec 60601-1 completed. Details can be found in the attached report. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. UDI: (B)(4). Corrected data: the device receipt information was not captured in the initial report. The lot review rationale has also been added. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.